Event description:
During mixing the cement in the acm bowl, air bubbles occurred in the cement. Vacuum pomp(B)(4) was used. The surgeon used the bubbled cement to the patient. A few days after the ope, CT image was taken and air bubbles were confirmed in the implanted cement.

Manufacturer narrative:
The following devices were also reported in this event: cat 0306563000, lot unk, description: advanced cement mixing bowland 180-gram cement cartridge. Cat 0206500000, lot unk, description: automatic high vacuum foot pump. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding air bubbles in cement involving simplex bone cement was reported. The event was not confirmed. Device evaluation not performed as no items were returned. As no lot details were provided, testing of retain samples could not be performed either. No adverse consequences to the patient were reported. A device history review and a chr not performed as no lot details were provided. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time.

Event description:
During mixing the cement in the acm bowl, air bubbles occured in the cement. Vacuum pomp ((B)(4)) was used. The surgeon used the bubbled cement to the patient. A few days after the op, CT image was taken and air bubbles were confirmed in the implanted cement.